Event description:
The pt had 3 injections of orthovisc. After the third injection, the pt had swelling and her foot went numb. She was aspirated and sent to cts and cell count and she had an elevated white blood cell count but her cultures were negative. She had arthroscopic surgery and was given vancomycin. After 10 days, the md stopped antibiotics because, he felt it was a reaction to the orthovisc. She had an x-ray and had severe chondrolysis in comparison to the 3 week previous x-ray. She saw a rheumatologist who felt this was an inflammatory reaction stimulated by the orthovisc.

Manufacturer narrative:
The device was not available to be returned.